Manufacturer narrative:
Per tandem's user guide, "insulin should be at room temperature before filling cartridge." No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19 and cartridge alarm 5) with multiple cartridges during the load process. Reportedly, the customer used cold insulin. Customer's blood glucose level was impacted.